Event description:
Since placement I went the first year without a menstrual cycle then when I did my periods have been irregular and heavy. I go ten days late to five days early and I never know when it will hit me. I have constant pain in my sides and lower abdomen. Painful sex and pain the day after is horrible. I have no desire for sex anymore. I have migraines that have only gotten worse as time goes by. Metal taste in my mouth that hurts my teeth. My memory is horrible. I call for one of my kids they come and I had already forgot that I called for them. I'm very tired all the time and very moody. My right breast hurts all the time and has gotten so bad I can't wear a bra. I have gained 60 pounds and I look like im six-nine months pregnant. No amount of exercise has relieved it.